Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product was not received. Customer care will follow up with customer.

Event description:
Consumer reported complaint for hi blood glucose test results. Mother is calling on behalf of the customer. The customer is concerned with test results obtained of hi. Customer was also concerned with low blood glucose result of 48 mg/dl. The customer¿s expected fasting blood glucose test result range is 135-150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of hi using truemetrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 09/27/2021 and open vial date is 06/2020. The meter memory was reviewed for previous test result history: (B)(6).